Event description:
During a ptca treatment procedure, the maverick2 monorail 15/3.0 mm balloon ruptured at eight atms on the first inflation. The lesion being treated was a 90% in-strnt restenotic lesion in the left anterior descending coronary artery. The physician used a jl4 introducer sheath for vascualr access and a .014 pt graphix guide wire to cross the lesion. The maverick2 monorail 15/3.0 mm balloon was being used to post-dilate the lesion after placement of a 3/24 mm taxus stent. The lesion was pre-dilated with a maverick2 monorail 20/2.5 mm balloon. The maverick2 monorail 15/3.0 mm balloon was removed and the procedure was completed successfully. No pt injuries or complications were reported.